Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an amia cassette was ¿too loose to connect and pops off so easily.¿ this was observed before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.